Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetes ketoacidosis. The customer¿s blood glucose was unknown. The customer reported that they had received the battery out limit alarm. The customer reported that the batteries were out of pump greater than duration allowed by the pump. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.